Manufacturer narrative:
Product analysis: the device was checked, and no faults were found with it. The device was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was serviced in the field, and remains in use. There was no patient involvement.